Event description:
Information provided states the m6-c implant collapsed due to looseness resulting in patient experiencing pain. There was a suspected inflammation reported. The device was explanted. The device was not intact at the time of removal.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without the device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.